Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 6.7 cm long. A full breach outer insulation degradation was found at 4.5 cm from the connector pin. Other damage found were consistent with surgical damage. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.